Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was observed. However, the cause of the leakage is not able to be determined from the photo alone. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced blood splatter/leakage or other sample leakage from the device other the following information was provided by the initial reporter: translated to english. The customer reported "blood leakage from the hub/collar connection (needle/holder connection). Blood could be collected from the first one without any problem, but blood leaked from the base of the non patient needle while inserting the second blood collection tube."